Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, urinary incontinence and urethral hypermobility. Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with baclofen, bupropion, citalopram, clonazepam, fluticasone propionate, fluticasone propionate;salmeterol xinafoate (fluticasone + salmeterol), gabapentin, ibuprofen, omeprazole, salbutamol sulfate (albuterol sulfate), topiramate (topamax), zolmitriptan, zonisamide and surgery (laparoscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea and weight increased outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, female sexual dysfunction, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received: case become serious incident. Previously reported event "injury to herself" updated to "pelvic pain", events- "apareunia, bladder disorder, urinary tract disorder, dysmenorrhea, pelvic pain, weight gain" were added. Removal date, medical history, lab data, treatment drug, reporter information, patient aka name, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.